Event description:
Info received indicates during a preventive maintenance check, the tech found the ground resistance reading was out of normal range.

Manufacturer narrative:
The tech replaced the power cord to repair the bed.